Manufacturer narrative:
A review of the pump's history log indicated the pump was programmed on 1/16/1998 at 08:01 p.m. With an intermittent program. The dose was 100ml to be infused over 1 hour and repeated every 6 hours. During dose #1 a power loss alarm occurred at 8:04 p.m. And the pump was powered back on at 8:07 p.m. The infusion continued. On 1/17/1998 at 8:06 a.m. An occlusion alarm occurred, and a power loss alarm. When received, the pump powered on normally with both internal batteries and external power. The battery contacts were intact and worked correctly. An infusion test ran with the customer's protocol without any alarms and within specifications. The expected amount was 485ml and the measured amount was 480ml. The percent error was -1.03%. Fluid spillage was found in the backcase.

Event description:
The device reportedly stopped without alarm twice during a 24 hour period. The pump had been programmed in the intermittent mode to infuse a 100ml dose of timentin (12.4g in 400ml) evry 6 hours. The pt reported that no alarms sounded, the pump just "died twice." A new device was brought to the pt home and the program set to infuse the missed doses of antibiotic. No adverse effects were reported. No further info was available.